Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized for a high blood glucose exceeding 1,300 mg/dl, diabetic ketoacidosis, and a coma. The patient was unconscious for three days and she did not know what happened or what she was in the hospital for. The customer was discharged after the fourth day. The insulin pump was not returned for analysis.